Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 0129228. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the syringe 5ml saline fill experienced difficult plunger movement. The following information was provided by the initial reporter: before treatment at 10:32 on (B)(6) 2021, the patient was given a 5ml bd flush for PICC catheter flushing before infusion. During the flushing process, it was found that the empty barrel of the pre-flushing syringe was narrow, the plunger could not move, and the resistance was large. The responsible nurse immediately replaced the new one, flushing the tube before the patient's infusion. As a result, the family members of patients are not satisfied with the quality of medical consumables. The nurse also explained the work to the patient's family and calmed down the emotions.